Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight of the device was within specification, deformation, crease folds and brown particles in the shell. Cloudy gel and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
The doctor reported capsular contracture grade iii. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The doctor reported capsular contracture grade iii. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported capsular contracture grade iii. The device has been explanted and replaced. This record relates to the left side.